Event description:
Device 2 of 2: reference MFR report#3006705815-2018-00942. Additional information identified that patient had effective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#3006705815-2018-00942. It was reported that during the permanent implant procedure the patient experienced positional pain and feel off the operation table. The implant was successfully completed and programming was performed post-operatively.